Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a labeling issues. The trilogy100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the technician confirmed the serial and model number labels had incorrect gtin / revision. The warning and faa labels were missing and were replaced. Additionally, during the service of the device, the power cord clamp was missing therefore was replaced. The device is being re-processed. This includes removal and replacement of the inlet air path, air path foam, and flow path which may address the previous low flow o2 test failure. After replacement of these components, the device will be re-tested, and any failures, including low flow o2, will be evaluated and addressed by a technician. Test results were not available to confirm the allegation of a low o2 failure. There were no significant events were discovered in the error log. Software version: 14.2.05. A good faith effort attempt will be made to gather additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was returned to the technician for additional evaluation due to the allegation of a failed repair t est. The technician was unable to confirm the failed test report. The technician ran trouble shooting test and passed the o2 low flow test. The device was sent to retest and passed all testing. Coding updated in box h.

Event description:
The manufacturer received information alleging a labeling issues. The trilogy100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the technician confirmed the serial and model number labels had incorrect gtin / revision. The warning and faa labels were missing and were replaced. Additionally, during the service of the device, the power cord clamp was missing therefore was replaced. The device is being re-processed. This includes removal and replacement of the inlet air path, air path foam, and flow path which may address the previous low flow o2 test failure. After replacement of these components, the device will be re-tested, and any failures, including low flow o2, will be evaluated and addressed by a technician. Test results were not available to confirm the allegation of a low o2 failure. There were no significant events were discovered in the error log. Software version: 14.2.05. A good faith effort attempt will be made to gather additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.